Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the distal right coronary and posterior descending artery. A 2.80 x 19mm rx graftmaster covered stent was advanced but did not reach the perforation fully due to the tight lesion. The graftmaster stent was deployed at 14 atmospheres, but was only partially implanted in the perforation, yet well apposed. The graftmaster system was removed and a compliant balloon was inserted and inflated for further treatment of the perforation. It was left in place for transport while the patient was transferred to another hospital for a cardiothoracic consult. Angiography was performed and it was noted that the perforation had sealed. No effusion was seen and no need for further intervention. The graftmaster stent did not cause or contribute to any clinically significant delay and did not exacerbate the existing perforation. The patient was discharged in a stable condition on (B)(6) 2018. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The investigation determined the reported failure to advance and inaccurate delivery appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.